Event description:
It was reported the atrial lead had impedance of 109 ohms bipolar and capture threshold were 4 volts with no capture in unipolar polarity. Insulation breach was suspected. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. Follow up reported device check (B)(6) 2008 showed atrial lead warning with low impedance in bipolar. Reprogramming had been tried, but patient would not tolerate unipolar. Scheduled to follow up in one month. In (B)(6) 2009, cardiologist questioning pacemaker malfunction and told "top lead not working." The cause of death has been requested and not received.

Event description:
Caller reports that the customer had a hypoglycemic event. Caller tested the customer at the time and obtained a reading of 91 mg/dl. The customer was experiencing hypoglycemic symptoms at the time of the reading of being disoriented and did not know what was happening. The caller took the customer to the hospital, where he tested at 25 mg/dl about 30 minutes after the reading of 91 mg/dl. The customer was treated with "sugar water" (unknown transmission). Customer is feeling fine. Requested return of suspect device and replacement was sent.